Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would contact their healthcare provider to obtain alternate insulin therapy.